Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the caller was reporting from a breast surgery office. The patient needed an MRI. The device was not working and would not turn on or off and the patient did not feel stimulation. The event date was asked but unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.